Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: did patient have copd or any interstitial lung disease? Undiagnosed, but likely yes, long term smoker. How long was the hospitalization extended due to the alleged deficiency of device? 7 days. Did the leak occur immediately post-op? Yes. Was the stapler fired on lung parenchyma or bronchus? Bronchus. Were any issues noted with device intraoperatively to include staple formation? No issues noted. What is the current patient status? Fine, recovered.

Event description:
It was reported that two weeks after case on 11/12 and the surgeon said that patient experienced an air leak, post op, which has now resolved, but he had to place a blood pouch to help it heal. The procedure was a right upper lobectomy and used both pcee60a and hdi in this case.